Event description:
New information noted that the lead was capped and replaced on 30 nov 2023. The patient was in stable condition.

Event description:
It was reported that the right ventricular lead exhibited high impedance. Further information was requested however, was not provided.